Manufacturer narrative:
The device was returned to olympus for evaluation. A visual and microscopic inspection was performed on the device and found the ptfe pad (teflon pad) separated and missing a 3 mm portion exposing metal. The probe unit was found to be detached. The missing portion measured approximately 14 mm and was not returned. The remaining portion of the probe unit was found intact with heavy scrapes and charr marks observed on the edge facing the teflon pad. This type of teflon pad and probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad and probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during an unspecified procedure, an "error 1 transducer issue" error message was observed on three thunderbeat handpieces. The intended procedure was completed with a fourth similar device. There was no patient injury reported. This is report 2 of 2.